Event description:
The patient was undergoing a coil embolization procedure using a pod4. During preparation for the procedure, the pusher of a pod4 was found kinked prior to use. The device was not used in the procedure.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.